Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:the air/water tube (a/w) and a/w cylinder having foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water (a/w) tube and a/w cylinder. There was no patient involvement.